Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned they charged their implanted neurostimulator(ins) for a while and charging their ins was conflicting with the their lifestyle. It was mentioned they charge their ins for an hour or a bit more. The recharger antenna was sometimes hard to place just right, but they had always succeeded in placing the recharger antenna correctly. It was also noted the patient's ins battery was depleting quicker than expected. The patient charged the ins to 90% yesterday and on (B)(6) 2021 the ins battery was depleted to 20%. The battery had been depleting quicker for quite a while. They sat down for quite a while to get the ins charged. It was mentioned the frequency they had to charge being an issue for the lifestyle the patient lived.  The patient denied  having adjusted settings on the controller and mentioned having programs 1 and 2. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Event description:
A response was received from regarding their issues charging frequency and difficulties charging. Patient reports their stimulator was done some time of 2020. They add with their remote the needed to charge their stimulator everyday and a half. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.